Event description:
Caller reported this inform meter was docked in the base still wet and it now has signs of an electrical short. Electrical contacts and the plastic area surrounding electrical contacts of this inform meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.